Event description:
During the pta treatment procedure, difficulty was encountered deflating the symmetry small vessel balloon dilatation catheter. The catheter was advanced through a mosquito sheath over a transend guide wire for off-label use in treatment of in-stent restenosis. The balloon was inflated three times to 12 atms using an encore 26 inflation device. Following the 3rd inflation, the balloon took approximately one minute to deflate. The device was successfully removed. No patient injuries or complications were reported. The patient's status reported as `good'.